Event description:
Patient reported right-side "capsular contracture baker grade unknown", "sore lump/bump next to breast", "pain", "swelling", "look different", "texture changed", "hardening", and rupture confirmed via ultrasound completed. Healthcare professional reported "gel exposed immediately at the incision" upon explant as well as reported "capsular contracture baker grade IV." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as surgical impact opening (shell thickness within specification). Edema: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Lump/nodule: unable to observe as it is a medical event not related to the device. Additional observations: observed stress marks. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported right-side capsular contracture, baker grade unknown, lump/nodule and rupture confirmed via ultrasound completed (B)(6) 2023. Device remains implanted.

Event description:
Patient reported right-side "capsular contracture, baker grade unknown", "sore lump/bump next to breast", "pain", "swelling", "look different", "texture changed", "hardening", and rupture confirmed via ultrasound completed. Healthcare provider reported "gel exposed immediately at the incision" upon explant as well as reported "capsular contracture baker grade IV.". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b,h6.